Manufacturer narrative:
The t:slim user guide states, :you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the while driving, the customer's pump alerted the customer that the pump was shutting down. Review of pump data by tandem technical support showed that an auto-off alarm had occurred. Customer believed that new health care provider may have set the auto-off safety feature to 'on'. Customer turned the auto-off safety feature off. There was no adverse impact to the customer's blood glucose (bg) level. Additionally, the customer reported noticing a bolus in pump history that customer did not recall entering. Customer experienced a low bg level (value not provided). Review of pump data by tandem technical support showed that the user unlocked the screen and entered/confirmed/delivered the bolus in question. Customer acknowledged understanding. Multiple follow up attempts were made to obtain additional information; however, the customer did not respond.